Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized for high blood glucose and dka. Customer stated that he had nausea, vomiting, abdominal pain, prior to hospitalization. During troubleshoot, the lead screw made a complete rotation during lead screw test. A tubing clamp was sent to customer in order to complete troubleshooting.